Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-03159.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6), a transfemoral valve in valve procedure (a 26mm sapien xt valve in a pre-existing edwards perimount aortic valve) was planned. An attempt was made to insert an 18fr esheath; however, the esheath could not be inserted due to patient factors. The decision was made to switch to a 26mm sapien 3 valve and system. A 14fr esheath was then inserted. Force was required during insertion, but the esheath went in. During the advancement of the commander delivery system and valve through the sheath, extreme force was applied in order to advance the valve through the sheath. With pushing and pulling, the delivery system and valve managed to get through the sheath. Afterwards, the valve alignment worked "ok". Tracking through the arch and crossing the pre-existing valve was okay as well. However, during valve deployment, no inflation of the balloon occurred. The delivery system balloon appeared to have been damaged / torn during the maneuvers to get it through the sheath. Due to the patient's anatomy, it was not possible to retrieve the valve back through the sheath. The decision was made to gain access via the transapical (ta) approach. The commander delivery system was then pushed far enough that the valve crossed the apex. The valve was removed from the balloon. The delivery system was then pulled back and removed through the esheath. Upon removal, it was observed that the sheath radiopaque marker had separated due to the device manipulations and remained in the vessel. A snare was used to retrieve the radiopaque marker without injury to the vessel. No vascular/vessel injuries were reported. A new sapien 3 valve was prepared and successfully implanted via the ta approach. The procedure was completed. At the time of this report, the patient was doing well. The commander delivery system and esheath were discarded and are not available for evaluation. The access vessel minimum luminal diameter (mld) measured less than 5mm with severe calcification and severe tortuosity reported. It was perceived that patient factors and procedural factors (procedure approach, force applied to device) caused this event.

Manufacturer narrative:
Additional information: (B)(4). The commander delivery system and esheath were discarded and are not available for evaluation. No images from the case were provided. Without the device return or images of the device, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the DHR, physician¿s training and IFU manuals was performed. DHR review did not reveal any issues that could have contributed to this complaint. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes 200% final visual inspection by manufacturing and quality. The sheath is inspected for wrinkles, kinks, bends or mechanical damage, surface defects, protruding or missing materials, dents and cuts. The cross linking of the hdpe across the line is also inspected. The sheath is also inspected for holes or tears, delamination, remnant lines, seam separation and stress lines in the liner. The tip and tip interface is also inspected under magnification. Product verification (pv) testing is also performed on samples from each lot. These inspections during the manufacturing process and testing performed during the pv process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaints of sheath shaft resistance with delivery system and sheath distal tip separated marker could not be confirmed as the device was not returned for evaluation. Without the device, a manufacturing non-conformance was unable to be determined. A definite cause for the reported event could not be confirmed; however, available information suggests that patient factors (less than adequate vessel mld - less than 5 mm, severe calcification, severe tortuosity) and procedural factors (procedure approach, manipulation / force applied to device) likely contributed to this event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the october 2016 control limits for this trend category. Therefore, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-03159.